Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. It was reported that during impella cp support, a leadless pacemaker communication failure occurred with a competitors (atrial) and (ventricular) pacemakers. It was reported that atrial-pace and ventricular-pace pacing were possible, but dual pacing was not possible. Since atrial and ventricular only pacing was still available, no actions were taken and the patient remained on impella support until the patient was recovered and was able to be weaned and explanted. After the impella was explanted, the pacemakers were able to dual pace again. There was no harm reported to the patient for the issue.

Manufacturer narrative:
Investigation summary: device interaction: clinical details report that the patient had atrial and ventricular pacemakers implanted prior to impella support. The impella was inserted on 25/jun/2025, and it was reported that during a ventricular septal perforation/defect procedure on 30/jun/2025, the pacemakers lost their ability to communicate/dual pace. The complication resolved when the impella was explanted the following day. Data logs were reviewed and there were no abnormalities. There were many shifts in motor current (mc) and several mc spikes throughout support, all of which aligned with changes in performance (p)-level or the pump being restarted. There were 26 triggers of impella position in aorta alarms. Some of these were around the time of the surgical procedure, and some were around the time of weaning. It cannot be determined the relationship between the reported issue and the alarms. Product was not returned for investigation. Since clinical details provided were limited, data log review was inconclusive, and product wasn't returned for investigation, the cause of the device interaction could not be determined. Device history lot: device lot: 1914157. Device history review: pump sn (B)(6) passed all post-sterile inspection checks.